Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost weight and experienced ipg pocket warming while therapy is on. It was also reported that the ipg is superficial and patient experienced pain at ipg site. Surgery may occur to address the issue.